Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the all the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a procedure for benign prostatic hyperplasia, the fiber broke. There were no patient complications, and the procedure was completed with another device.

Event description:
It was reported that during a procedure for benign prostatic hyperplasia, the fiber broke. There were no patient complications, and the procedure was completed with another device.

Event description:
It was reported that during a procedure for benign prostatic hyperplasia, the fiber broke. There were no patient complications, and the procedure was completed with another device.

Manufacturer narrative:
Correction to field b3. Date of event. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the all the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a procedure for benign prostatic hyperplasia, the fiber broke. There were no patient complications, and the procedure was completed with another device.

Event description:
It was reported that during a procedure for benign prostatic hyperplasia, the fiber broke. There were no patient complications, and the procedure was completed with another device.

Manufacturer narrative:
Correction to field b3. Date of event correction to field d4. Unique identifier (UDI) # the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the all the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a procedure for benign prostatic hyperplasia, the fiber broke. There were no patient complications, and the procedure was completed with another device.

Manufacturer narrative:
Correction to field b3. Date of event. Correction to field d4. Unique identifier (UDI) #. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the all the information available, the cause that contributed to the reported event cannot be established. As clarification, the report 2124215-2024-35298 submitted on 31march2025 was not overdue/late. The sales representative person clarified through additional information that he came aware of the new information (event date) on 04march2025. Therefore, the supplemental report sent to informed about the correct event date was sent on time.